Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the arterial air sensor was activated, the on soft key was pressed, and the bubble detector icon on the screen turned green but the on soft key was not highlighted as expected. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
(Device not returned).